Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on (B)(6) 2018. The rep indicated that the cause of the ins turning on by itself when their programmer was at their bedside and the patient having shocking was unknown. The patient stated all the things as mentioned in the report so the information was confirmed with them. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that in (B)(6) 2018, the patient started noticing shocking down their legs when the ins was on and when it was off. The ins had turned on by itself when the programmer was at their bedside. The patient had told the rep that they had a MRI around (B)(6) 2018. The rep met with the patient and checked impedances, which were within the normal range. Reprogramming was performed with two new groups being added. The rep noted that during the reprogramming the patient did not experience any shocking. The patient had also received an injection around (B)(6) 2018, which seemed to be helping the patient with their symptoms. The patient was scheduled to meet with a neurosurgeon around (B)(6) 2018 to discuss their symptoms. At the time of the report, the reported issues were resolved. No further complications were reported or anticipated.